Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity.¿ number 15 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04018 / 04809).

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2015 due to unknown reasons. Patient was scheduled for a revision due to stem subsidence. The revision was cancelled due to the patient having a bad rash. Subsequently, the patient was revised on (B)(6) 2015 due to stem subsidence.